Event description:
It was reported that the unspecified bd¿ infusion disposable device caused the patient to suffer hypoxia, and extracorporeal membrane oxygenation was required. The following information was provided by the initial reporter: "customer stated on the phone that there was an "ECMO event.""

Manufacturer narrative:
Corrections: b.5. Describe event or problem: it was reported that the unspecified bd¿ infusion disposable device caused the patient to suffer hypoxia, and extracorporeal membrane oxygenation was required. D.1. Medical device brand name: unspecified bd¿ infusion disposable device d.2. Common device name: intravascular administration set d.2. Medical device type: fpa

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that the unspecified bd¿ infusion disposable device caused the patient to suffer hypoxia, and extracorporeal membrane oxygenation was required.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ device caused the patient to suffer hypoxia, and extracorporeal membrane oxygenation was required. The following information was provided by the initial reporter: "customer stated on the phone that there was an "ECMO event.""